Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that the patient was revised due to pain.

Manufacturer narrative:
No devices or photos were received; therefore the condition of the components is unknown. Complaint history and device history records could not be reviewed because part and lot numbers were not provided. This device is used for treatment. Surgical notes were not provided; therefore, it is unknown if the devices were implanted with the correct fit and orientation per the surgical technique. Compatibility of the components could not be assessed because part numbers were not provided. A definitive root cause cannot be determined with the information provided.